Event description:
Revision surgery - the patient had a metal on metal hip implanted in 2009; the patient had pain caused by osteolysis and the femoral component / stem was loosening. The revision surgery was performed to replace the stem, head, and liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy osteolysis after 3.6 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged, disability or permanent damage, and required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint regarding the patient activity level, prior trauma, or the general health condition of the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. All of the released components met critical dimensions and specifications when released from djo surgical. The root cause for the osteolysis cannot be determined with confidence. In addition to metal debris due to wear/damage, there are several factors that can contribute to osteolysis including: age, disease, medical contraindication, distal loading of the implant, component positioning or insufficient proximal bone before the primary surgery, and patient trauma. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.